Event description:
While introducing a cannula through the trocar sleeve, physician observed that a triangular portion (about 4mm wide x 6 mm long) of the sleeve tip fractured and broke off. Some pieces were recovered, but not all were found.======================manufacturer response for cannula/dilator with radially expandable sleeve, auto-suture versastep plus, long 12mm (per site reporter).======================MFR acknowledged report, and will provide further details after detailed examination and analysis is completed.